Event description:
It was reported that during the extraction of a s2 tibial nail, the tissue protection sleeve got blocked on the proximal end of the nail adapter. The surgery was completed and there were no adverse consequences for the patient.

Event description:
It was reported that during the extraction of a s2 tibial nail, the tissue protection sleeve got blocked on the proximal end of the nail adapter. The surgery was completed and there were no adverse consequences for the patient.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete.

Manufacturer narrative:
Review of the inspection records for the nail adapter s2 (and concomitant tissue protection sleeve) revealed no discrepancies. The lot was documented as faultless prior to distribution. As the nail adapter s2 had been in use for more than 3.5 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude deviations in material and manufacturing. Significant impacts on the device by a solid instrument (hammer) caused in material displacement. Such a material deformation is also visible at the lower rim of the oblique bore hole which decreased the port diameter so that the tissue protection sleeve did not pass through the intended hole. The found traces on the nail handle are the result of unintended high forces having been applied to the nail adapter. Due to this kind of damage the instruments could not be dissembled after the surgery. Op-technique as well as IFU recommends checking functionality with corresponding components prior to surgery. Thus, it is not accessible that this kind of damage had not been noticed prior to surgery respectively during former surgeries. The exact root cause of the reported event could not be determined but appearance and extent of damage indicate that the returned nail adapter had been used deviated from surgical technique and based on the available information we regard this event as not device related.